Event description:
Patient had knee ligamentoplasty in 2007, and presented post-op condition with a fast osteolysis. A revision surgery was completed in 2008, to remove the screws. There is no additional information available at this time.

Manufacturer narrative:
Product recall initiated in 2007.